Event description:
A consumer reported that their thermometer had allegedly provided a false negative reading on their child. The device allegedly gave a reading of 37°c, while a fever of 39.5°c was later confirmed by a doctor and two other thermometers used at home. It is unknown whether the measurements were taken at the same time or under comparable conditions. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.